Event description:
It was reported that this tachy lead was attempted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported. Additional information was obtained from the field indicating that this lead was attempted due to very difficult patient anatomy. The veins ending up being too narrow for the spiral lead. Furthermore, this lead was disposed.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm the allegation based on the finding of one tip tine having been cut/torn from the lead tip. The tine was not returned. Further, unintended use error was selected based on the analysis finding of induced damage. The observed damage is not deemed to indicate a product defect or malfunction.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this tachy lead was attempted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.